Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h6. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it is possible that the hook of the rotary clip device was pushed out too far, causing it to strike the tissue inside the body. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The following patient identifiers are linked : (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown procedure, the long clip continuously separated and cannot be fastened and eventually fell into the patient's body which occurred four times in a row during clipping. The procedure was completed after the clip was immediately retrieved. There was no procedure delay. There were no further reports of patient harm.